Manufacturer narrative:
This is a duplicate report of 1818910-2012-83095. This report, 1818910-2012-18973, will be kept for investigation purposes. A separate follow-up report will be submitted to reject 1818910-2012-83095.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The investigation could not draw any conclusions regarding the reported event; however, the initial reporting stated it was not suspected that the device failed to meet specifications or contributed to the reported event. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. C. No additional information was obtained. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
During a primary surgery, the surgeon had to extract the first liner due to cup placement, and when it was removed, the tooth on the extractor broke off and was inadvertently left in the patient. The piece was discovered on a post-op xray, and the patient was returned to surgery to have the piece removed.